Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm noted. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had cracked battery tube threads and broken belt clip slot. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of unknown. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump had motor errors. The customer experienced symptoms such as nausea and vomiting. Customer was able to clear alarm and insulin pump rewind. The device will be returned for analysis.